Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm regent heart valve was selected for implant in a patient. It was noted during procedure that the suture cuff of the valve was torn when the needle and thread were applied and was therefore not implanted. The valve was removed and not handled with any unprotected forceps or sharp instruments. The valve holder was not removed and was used to parachute the valve into the annulus. A cor-knot device was not used during the procedure. The decision was made to replace 19mm regent heart valve with a 17mm regent heart valve to complete the procedure. The patient had no clinical signs or symptoms associated with this event. There was no clinically significant delay in the procedure. Additionally, the patient was not taken off bypass and placed back on bypass at any point due to this event. The patient was stable at the time of report.

Manufacturer narrative:
It was reported that during procedure that the suture cuff of the valve was torn when the needle and thread were applied and was therefore not implanted. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident appears to be related to damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.